Event description:
It was reported that pump battery had been depleting faster than usual and consent contact expressed concern that pump might stop working before arrival of newly purchased pump. There was no reported impact to the customer¿s blood glucose level. Customer chose not to troubleshoot battery depletion since new pump had already been purchased, and technical support advised to follow up if further assistance was needed.